Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duodopa therapy began (B)(6) 2018. On (B)(6) 2020 it was reported that the patient had a bezoar that caused an intussusception. Patient is recovering well in ICU after laparotomy surgery and duodopa is still running.